Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported a catheter occlusion occurred at the catheter tip. The reported was not aware of what troubleshooting or diagnostics were performed to identify the issue. The catheter occlusion resulted in a partial explant of the distal segment of the catheter and a replacement. The drug was replaced prior to revision with saline and the original drug was unknown. There were no patient symptoms reported. The outcome of the event was not reported. Additional information has been requested, but was not available as of the date of this report.